Manufacturer narrative:
Submit date: 3/19/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the pump keeps shutting down by itself despite being charged. No patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported issue that the pump keeps shutting down by itself despite being charged. The unit was triaged and the reported issue could not be confirmed. The problem could not be duplicated the pump ran on battery power with the customer saved settings. The pump worked for 1.5 hours then displayed feed completed. The battery charge level was 3/4 remaining with no issues observed. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.